Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the filter was not deployed in the ivc but migrated during deployment . Appears to be in renal vein. Due to where filter is placed, it cannot be retrieved. Patient outcome: it is unknown if there have been any adverse events at this time. Additional information has been requested but not yet provided by the reporter.

Manufacturer narrative:
(B)(4). Summary of investigational findings: review of the imaging confirmed that the filter is deployed in a retroaortic left renal vein. Given how far out into the retroaortic renal vein the filter resides, the operator must have inadvertently pushed the filter forward out of the deployment sheath rather than pulling the sheath back to deploy the filter. There is penetration by at least one of the filter legs as it projects greater than 3 mm outside of the column of contrast. Filter is located in an unusual position. In patient/event info is also noted that the filter migrated during deployment. However, the size of the inferior vena cava was within normal limits for deployment of the filter, and the predominant flow of blood is through the main inferior vena cava, so spontaneous filter migration to this location is very improbable. No evidence to suggest that product was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter was not deployed in the ivc but migrated during deployment. Appears to be in renal vein. Due to where filter is placed, it cannot be retrieved. Patient outcome: it is unknown if there have been any adverse events at this time. Additional information has been requested but not yet provided by the reporter.